Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative nail breakage is unknown. The original implant procedure was on an unknown date in (B)(6) 2014. Complaint part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that the: part returned in the bag used for sterilization in autoclave. The part is etched. The numbers etched correspond to the references reported in the complaint. The nail has a crack in the distal area. Date sample received at investigation site, may 6, 2015 investigation summary, the part was visual inspected. The nail is cracked. The crack is between the third and the second distal locking holes. In correspondence of the second and the third distal locking holes were also observed post production damages. The features pertinent to the issue were measured. All the features resulted conforming to specification. Conclusion: no issues manufacturing related found. The complaint is not confirmed for a manufacturing standpoint. Additional complaint investigation requested the additional analysis should be aimed to understand if the crack could be related to a clinical issue. The dispositions are unconfirmed. Device history records was conducted. The report indicates that the manufacturing site: (B)(4). Manufacturing date: 04.dec.2012, expiry date: 01.nov.2022, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that an expert a2fn nail broke post-operatively. The breakage was found at its screw hole in the distal region. The fracture itself had not healed and therefore a revision procedure occurred on (B)(6) 2015. The broken nail was removed. Patient outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An additional manufacturing evaluation was completed: expert femoral nail is broken. The nail broke partially through two of the three holes in the distal area, the elongated hole and the more proximal round hole next to it. Spots of discolorations distributed all over the nail surface could be observed in the macroscopic assessments as well as profound mechanical damages inside both distal holes near the breakage. Especially noteworthy is a clear imprint of a screw near the fracture inside the round hole. The macroscopic examination of the fracture surfaces revealed plenty of particles attached to the surface in the cannula of the nail, further it could be observed that the crack propagated from the elongated to the round hole in which the mentioned profound mechanical damage is visible. During examination in the scanning electron microscope (sem) an area with macroscopic secondary cracks was documented which is located beside the round hole. Further, the already mentioned particles could get identified as titanium alloy by energy dispersive x-ray spectroscopy (eds), the same material as the nail. The particles may have gotten extracted from the nail during applying screws through the holes. The entire fracture surfaces show fatigue striations beside secondary cracks and some bone/tissue residues which could not be removed. Also an area with ductile honeycomb structure, the so-called residual fracture, could be determined at the end of the round hole as well as a potentially assumed fracture start area above the elongated hole. The microstructures and the measured hardness of the used material was examined in a metallographic cross section and found to be according to the standards. There were no irregularities or signs of embrittlement. From the article number together with the fabrication lot number, the production records as well as the implant material lot, its certificates and internal testing records can be traced. Prior to production, the implant material has undergone an intense and systematic material acceptance testing and was released for manufacture only after compliance with the specifications was established. Hence, the implants were manufactured from raw material complying with or exceeding the requirements of the standards and specifications. The performed investigation could not detect any material faults. The expert a2 femoral nail broke according to a fatigue fracture mechanism. The macroscopic secondary cracks as well as the fine discernible fatigue striations and the secondary cracks are a clear indication for a fatigue fracture mechanism under cyclic overload which leaded to the failure of the implant. It is likely that during implantation screws got applied to the nail chafing against the surface of the screw holes in the nail and caused several profound mechanical damage to it. This would explain the plenty of observed particles out of nail material inside the cannula. The damage in combination with the strain due to the misplaced screws likely initiated the crack which propagated slowly through the implant and leaded finally to the partial breakage of the nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.